Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; one labeled winding former with a needle suture piece outside its packaging that pertained to the product code sxpp1a400. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were found on the body needle. The suture was examined, and the end of the suture was noted to be cut, probably caused by a surgical instrument. Body fluids and damage on the surface of the suture could be observed. In addition, a photo was provided and it showed one winding former with a used suture inside the opened packaging. This product code sxpp1a400 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Corrected info: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint (B)(4) h6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a myomectomy procedure on an unknown date and barbed suture was used. The suture was broken when the surgeon attempted to sew skin. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.